Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, MFR's report number 1222780-2013-00043. It was reported that following sounding with a metal sound and a plastic sound (suresound) and several unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation, the physician did a hysteroscopy and saw a perforation at the lower uterine segment. The novasure procedure was aborted. The physician repaired the uterus via laparoscopically and the pt was discharged home. A hysteroscopy, sounding with a metal sound and dilation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluated the integrity of the uterine cavity and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).